Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer reverted to manual dose injection for insulin therapy. The customer's blood glucose level read "high", although a specific value was not given. Elevated blood glucose was addressed with a manual dose injection